Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the infections listed are not related to our product.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/61 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no serial number was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: use of a novel bipolar sealer device in pocket infections: a case series. Journal of cardiovascular electrophysiology. 2019;30:1727-1731. Doi: 10.1111/jce.14026. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
A journal article was reviewed that contained information regarding case series in which a novel bipolar sealer device was used in pocket infections. This small case study consisted of 13 patients of which 4 were known to be implanted with our product and pocket infections. One case involved a patient with a right atrial (ra), right ventricular (rv), and left ventricular (lv) extraction. A second case involved just one rv lead extraction. A third case included ra, rv, and lv lead extraction, and a fourth case involved multiple ra and rv lead extractions and identified pseudomonas aeruginosa bacteria growth. No further patient complications have been reported as a result of these events.